Event description:
The patient reported on (B)(6) 2025 burning blisters with severe irritation. There is no report if the patient sought medical treatment. However, the patient used a prescribed eczema cream to treat the irritation while using the flexwire adapter skin irritation. The patient did follow skin preparation instructions and has a known skin sensitivity or allergies to metals or adhesives (adhesives from patch). The patient did take a break in service. The patient will consult with their doctor before moving forward with product offerings.

Manufacturer narrative:
The patient reported on (B)(6) 2025 burning blisters with severe irritation. There is no report if the patient sought medical treatment. However, the patient used a prescribed eczema cream to treat the irritation while using the flex wire adapter skin irritation. The patient did follow skin preparation instructions and has a known skin sensitivity or allergies to metals or adhesives (adhesives from patch). The patient did take a break in service. The patient will consult with their doctor before moving forward with product offerings. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a known skin sensitivity or allergies to metals or adhesives (adhesives from patch). The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.